Manufacturer narrative:
U.s. Reporting agent notification received: (B)(4) 2014. Product / packaging defect. Potential claim. Medical information and legal department received a phone call from (B)(6) asking for the manufacturing date of a particular batch of optilene mesh ((B)(4)). The legal department contacted the solicitors with the manufacturing date, they confirmed that the product code was (B)(4). No other information is available at the moment. The evaluation ongoing as of the date of the report.

Event description:
Country of complaint: (B)(6). Product / packaging defect. Potential claim.